Event description:
It was reported that during a mastoidectomy surgical procedure the motor device "hose had an air leak". The location of the air leak was unknown. There was a five minute delay to surgery. The surgical procedure was completed successfully as a spare identical device was available for use. The reporter stated the patient outcome post-surgical procedure was stable. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.